Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text: device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw comes off. After the thigh was harvested, the jaw came off during the lower leg harvest. No detached parts fell inside the patient. No additional treatment was required. The procedure was completed using the new vasoview. There are no delays in the process. The peeled jaw does not remain in the patient's body and does not cause any harm to the patient.

Manufacturer narrative:
Tw ID# (B)(4). The lot # 3000315705 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.